Event description:
This is filed to report the steerable guide catheter contributing to atrial perforation and subsequent intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. The transseptal puncture was suboptimal, resulting in an aorta hugger. A ntw (20816r1048) was positioned on the valve. After several attempts to capture the leaflets with the first clip in the medial area of the valve, the anterior gripper was observed to be not functioning. Troubleshooting was attempted but the issue persisted. The clip was then removed, and the gripper still did not function outside of the patient anatomy. The posterior leaflet was observed to be damaged and a new flail was present causing the mr to worsen to a grade of 4. A new transseptal puncture was then carried out to improve the positioning. A replacement ntw (lot: 20816r1054) and two xtw mitraclips (lot: 30211r2052, 30211r2051) were implanted without issue, however no mr reduction could be achieved. A fourth xtw mitraclip (cds-30125r1078) was prepped but ultimately it was decided to not attempt implant. Also, due to the two transseptal punctures, the patient developed a bi-directional shunt. The patient was hemodynamically unstable and became hypoxic. It was thought the high mr, shunting, and extended procedure time contributed to the hemodynamic instability. It was decided to convert to valve replacement surgery. The patient was transferred to a different hospital to complete the surgery. During surgery, the patient passed away. In the physician's opinion the mitraclip contributed to the death due to the leaflet perforation. The steerable guide catheter was not thought to have contributed to the death. No additional information was provided. There was reportedly a clinically significant delay due to extended time under anesthesia.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation appears to be due to procedural conditions. The reported perforation is listed in the mitraclip system instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. The reported surgical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip referenced in b5 will be filed under a separate medwatch report number. This event was further reviewed by a abbott vascular senior director of medical affairs, and the reviewer stated that ¿this case was reviewed, please see case narrative for case description. The initial trans-septal puncture was suboptimal, and a second puncture was needed; the first clip was not deployed due to failure of the anterior gripper. Upon retrieval, there was now a new posterior flail likely from tissue injury and associated worsening mr with a new bidirectional shunt. Placement of 3 clips (1ntw and 2 xtw) did not improve the mr. The patient was becoming hypoxic and had unstable hemodynamics (details not provided). A fourth clip was considered but not eventually used. The patient was transferred urgently to another hospital for urgent surgery and expired at that hospital (details of surgery not provided). The death was likely due to tissue injury from the first mitraclip and worsening mr; moreover, two trans-septal punctures were performed, and the combination of worsening mr and two septal punctures could have caused sufficient right to left shunting to cause hypoxia which may have contributed to the patient¿s death."b5- updated procedure description h10 - corrected manufacture investigation conclusion.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation appears to be due to procedural conditions. The reported perforation is listed in the mitraclip system instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. The reported surgical intervention was the result of case-specific circumstances. The additional mitraclip referenced in b5 will be filed under a separate medwatch report number. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the steerable guide catheter causing atrial perforation requiring surgical intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4. The transseptal puncture was suboptimal, resulting in an aorta hugger. An ntw (20816r1048) was positioned on the valve. After several attempts to capture the leaflets with the first clip in the medial area of the valve, the anterior gripper was observed to be not functioning. Troubleshooting was attempted but the issue persisted. The clip was then removed, and the gripper still did not function outside of the patient anatomy. The posterior leaflet was observed to be damaged and a new flail was present causing the mr to worsen to a grade of 4. A new transseptal puncture was then carried out to improve the positioning. Four more mitraclips were implanted without issue, however no mr reduction could be achieved. Also, due to the two transseptal punctures, the patient developed shunting. Due to this, the patient was converted to valve replacement surgery. During surgery, the patient passed away. In the physician's opinion the mitraclip contributed to the death due to the leaflet perforation. The steerable guide catheter was not thought to have contributed to the death. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The patient death is reported under a separate medwatch report number.